Manufacturer narrative:
The device has not yet been returned for investigation. Root cause is unknown at this time.

Event description:
Patient has been treated with magec rod system for the past 5 years. As per reporter, rod is broken and will require a revision procedure.